Manufacturer narrative:
Only the reporter's meter was provided for investigation where it was tested using retention strips and lin3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 7:27 am, the meter result was 3.7 inr. At 8:32 am, the meter result was 4.8 inr. At 9:00 am, the meter result was 3.5 inr. The therapeutic range was 2.5-3.5 inr and the customer tests once a week.